Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a minor ilet bionic pancreas user experienced hyperglycemia at school, with a highest recorded blood glucose of 530 mg/dl and sustained readings above 180 mg/dl for a couple of hours, with device alerts for prolonged hyperglycemia; the family did not have supplies on hand to change the infusion set, troubleshooting guidance was provided, and levels later trended down after the caregiver intervened. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary impairment requiring assistance from the school nurse and caregiver oversight, without professional medical intervention, hospitalization, or use of backup therapy or ketone testing. Investigation included customer interview, troubleshooting, and education focused on potential infusion set or site issues and the need for cgm calibration. Investigation of this case revealed that the exact cause was unclear, with potential contributors including infusion set or site problems and dietary intake exceeding usual amounts; no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.